Event description:
It was reported that during fusion c5-c6 on an osteoporotic patient (poor/ mushy bone quality) the vertebral body cracked/fractured while inserting the blade. The surgery was completed by inserting a blade over the fractured portion and inserting 2 screws. A plate was placed on c4-c5. No adverse consequences of the patient reported. The patient will be under observation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be related to the osteoporotic patient's poor/mushy bone quality.

Event description:
It was reported that during fusion c5-c6 on an osteoporotic patient (poor/ mushy bone quality) the vertebral body cracked/fractured while inserting the blade. The surgery was completed by inserting a blade over the fractured portion and inserting 2 screws. A plate was placed on c4-c5. No adverse consequences of the patient reported. The patient will be under observation.